Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the cutter did not work during a vitreoretinal procedure. The condition of aspiration was unknown. The problem was resolved and the surgery was completed after replacing the product with another one. There was no patient harm. A product sample was received at the manufacturing site and it is awaiting evaluation.

Manufacturer narrative:
The finished goods lot complaint history was reviewed, this is the sixth complaint for the finish goods lot; however, the first for this issue. The device history shows the product was released per specifications. Upon visual inspection it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. This defect would have rendered the device inoperable and thus eliminate any risk to the patient. An action was opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. (B)(4).